Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. Recommendation was made by tandem technical support to fill the cartridge with 480 units of insulin per pump labeling instructions. The customer declined to provide any further information on the reported event and declined to perform troubleshooting. The customer's blood glucose level was 215 mg/dl, and the customer will continue using the current cartridge for continued insulin therapy.